Manufacturer narrative:
(B)(4)

Event description:
It was further clarified that reporter stated it was a "faulty catheter" and when accessed, "there was nothing in it."

Event description:
It was reported that, at the time of report, the catheter had fractured. The healthcare provider (hcp) had put the needle into the catheter access port (cap), but nothing came out. He indicated that the catheter was empty and was leaking. It was indicated that this was the third time the patient had experienced the exact same problem; specifically where the hcp put the needle in for a dye study, but could not get any fluid back. The second occurrence of the issue had taken place two years prior to report. It was unknown what drug was in the pump at the time of the second catheter problem.

Manufacturer narrative:
Product ID 8709sc, serial# (B)(4), implanted: 2009 (B)(6); product type catheter. (B)(4).